Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had spoken to a diabetes educator due to hypoglycemia. The patient's blood glucose levels reached 43 mg/dl while wearing the pod between 1 and 4 hours. Symptoms included diaphoresis, heart palpitations, shakiness and fainting. The diabetes educator recommended the patient to consume 15 grams of oral glucose every 15 minutes until their blood glucose levels were up to 80 mg/dl. The patient did not have to go to the hospital. The pod was worn when seeking medical attention.